Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A staff member of the customer's hospital reported via phone call that the customer was hospitalized for pneumonia. The patient's blood glucose was 292 mg/dl. The caller mentioned that the customer had also gone to the hospital in the past for high blood glucose events. Troubleshooting was declined as the customer's current high blood glucose was caused by the pneumonia. No further details were provided regarding the customer's blood glucose and hospitalization, and no products were returned or replaced.